Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that approx. 2 years, 9 months post index procedure, the patient presented emergently with back pain. A CT scan identified a type ib endoleak in the left distal common iliac with rupture of the artery. The patient received treatment with the placement of coils in the left hypogastric and implantation of an endurant limb in the left common iliac extending into the left external iliac and the issue was resolved. Per the physician, the cause of the event is due to disease progression within the patient. It was reported that 2 days post intervention, the patient had hematochezia. Part of the descending and sigmoid colon was removed, it was reported that the procedure was tolerated well by the patient who was then moved to ICU where they were ambulatory post surgery. 1 week post op the patient complained of shoulder pain and shortness of breath. The family decided on no further treatment and the patient expired the following day due to respiratory arrest. As per the physician, the cause of the subsequent events after the intervention were due to the implantation of the coils along with the patient's low blood pressure and not due to the device. No additional clinical sequelae were reported.